Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device history record for zimmer meshgraft ii serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 8 july 2019, it was reported that the meshgraft did not work. The customer returned a zimmer meshgraft ii serial number (B)(4) for evaluation. Evaluation of the device on 18 july 2018 noted that the handle had a nonconforming screw, that the device was out of calibration on the left and right sides, and that the device needed the sideplate update and had unoriginal screw installed to the device. Upon further evaluation, it was found that the device did not produce a passing test mesh. Repair of the mesher occurred 19 july 2019 and involved replacing the screw in the handle, the side plates and the screws on it, and recalibrated the device. The technician then tested and verified that the meshgraft was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, the cause of the device not functioning as intended was due to the improper maintenance of the device. During evaluation of the meshgraft, it was found that there were improper screws installed to the ratchet and the sideplates. The instructions for use for the zimmer meshgraft ii (zimmer meshgraft ii instruction manual) states to not attempt to disassemble the device and that it should be returned to a zimmer authorized repair facility for servicing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the article does not work anymore. The event occurred during inspection. There was no harm, no delay, and no medical intervention. During the investigation, it was discovered that device did not produce passing mesh. No adverse events were reported as a result of this malfunction.